Event description:
On (B)(6) 2011, pt reported while he was changing the insulin cartridge, the piston rod retracted all the way down but made a funny noise and didn't come back up like it normally does. Pt stated, he attempted again and now the infusion device is showing an e2 (battery depleted) error message. Pt reported, he doesn't recall getting the low battery warning. Had pt insert a new battery while on the call. Pt stated, the infusion device comes on fine. Had pt check the alarm history; a2 (battery low) error message was not recorded in the memory of the infusion device. Pt reported, he was able to insert an insulin cartridge into the infusion device and prime successfully. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.